Event description:
The customer reporter that after pipetting an htlv plate on summit the technician indicated that no sample was delivered to random wells on the plate. No error was generated. No death or serious injury was associated with this incident.